Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. It was reported the customer's blood glucose (bg) level was over 200 mg/dl. The customer delivered manual insulin injections to stabilize bg level.